Event description:
It was reported the external pulse generator (epg) casing is damaged. The ring, bail hooks, and covers are missing. The device was returned for repair and subsequently tested out of specification during the manufacturer's analysis . No patient involvement was reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; the upper/lower cases are broken and the bails and ring were missing. It was also found that the battery release and battery drawer were contaminated. The side bail covers and ring cover were broken.